Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the jaws. Tissue and charred material was observed on the jaws. The silicon insulation on the cold jaw was observed to be partially torn on the tip. Based on the condition of the device, the reported complaint was confirmed for "peeled silicon insulation."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray jaws were coming apart . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray jaws were coming apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.